Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the error on the error log. The fse noted the error had caused the nozzle assembly to crash. The fse replaced the sample nozzle and verified all the pipetting positions and adjusted the sample diluent and test cup positions. It was noted that the nozzle was very close to the dilution well prior to the adjustment. Instrument validation was performed via quality control (qc). Qc results passed within the customer's published ranges. The aia-360 returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-360 operator's manual states the following: [4020] spec. Z-axis overrun description: the specimen z-axis motor overrun on the home side. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. [2012] air detected [diluent} description: there is no contact with the liquid after diluent suction. Troubleshooting: contact the service department. The probable cause is due to faulty sample nozzle.

Event description:
A customer reported receiving error 4020 spec. Z-axis overrun and error 2012 air detected diluent on the aia-360 analyzer. The customer removed the instrument cover and discovered the sample probe bent. It was noted that all the sample caps were not on the tubes. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of prolactin (prl) and beta-human chorionic gonadotropin (bhcg) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.